Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (752 mg/dl). Customer was treated intravenously with insulin drip and the issue resolved. Customer was discharged on (B)(6) 2019, with no permanent damage. Customer was unsure of the cause but was told while hospitalized that event was pump related; however, this could not be confirmed. Pump data was reviewed by tandem technical support and no issues were identified. Although requested, customer could not recall any other specific details of the event.